Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy seeking compensation on (B)(6) 2012. She states that her doctor has informed her that she has very high cobalt and chromium levels. Additionally, she has experienced pain, clunking, and grinding. Patient stated that she would be revised within four weeks of the date she called. Doi: (B)(6) 2007 - dor: scheduled date unknown (unknown side) (B)(6). **update** (B)(6) 2012 patient was revised to address a vertically malpositioned cup, which was causing the head to articulate on the rim.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc 9795-2012. Reason for original complaint- patient contacted depuy seeking compensation on (B)(6) 2012. She states that her doctor has informed her that she has very high cobalt and chromium levels. Additionally, she has experienced pain, clunking, and grinding. Patient stated that she would be revised within four weeks of the date she called. Update: (B)(6) 2012, patient was revised to address a vertically malpositioned cup, which was causing the head to articulate on the rim. Update: (B)(6) 2013 - litigation papers received. Litigation alleges leg length discrepancy. A stem is now being reported to address leg length. Date of implant has also been provided.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.